Event description:
Critically ill pt with a diagnosis of acute m.I./cardiogenic shock required iabp on left side. Sixty hrs after insertion, blood was noted in tubing and alarm sounded. Positive rupture iabp. No complications, but pt required a 2nd iabp to be placed.